Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 40 mg/dl and 24 mg/dl at the time of the incident. The customer was treated low blood glucose with food and high blood glucose with pump. Customer stated that the auto mode feature was and high active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did allege insulin pump was over delivering and under delivering. The device will not be returned for analysis.